Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7102039/ 7103012.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were kept by the facility.